Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the 15mm connector became loosed, the adapter became dislodged from a 7.5mm endotracheal tube (ett). There was no reported patient outcome.